Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe on multiple occasions. The cartridge was successfully loaded to address the event and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.